Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately delivered shock therapy for a supraventricular tachycardia (svt) signal misinterpreted as a ventricular tachycardia event. The patient was asymptomatic. No changes were made and there were no consequences to the patient.